Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting varying atrial threshold measurements. Measurements went from 1.3 volts at implant to 4.5 volts during an office visit a couple months ago and down to 2.7 volts recently. The physician felt the lead may be moving and elected to put in an active fix lead. A revision procedure was performed during which this lead was capped and was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.